Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly unraveled. It was further reported another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number to date. A device history record (DHR) review is not required. Investigation summary: one guidewire was returned for evaluation. A gross visual evaluation was performed. The investigation is confirmed for unraveled/frayed guidewire, as the distal end of the guidewire was observed to be bent, stretched and frayed. The outer wrapping coil wire was unraveled distal to guidewire markers. An inner core wire could be seen protruding from the guidewire device distal to where the outer wrapping wire unraveling begins. Distal to the protrusion of the first inner, another inner wire could be seen protruding from the guidewire device. The portion of the second inner outside of the guidewire device had a j-shaped curve. A small portion of the wrapping outer wire at the very distal end of the guidewire device did not appear to be unraveled. There appeared to be blood/tissue residue at and near the boundary of the unraveling wrapping wire at the distal end of the guidewire device. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 02/2021).

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly unraveled. It was further reported another device was used to complete the procedure. There was no reported patient injury.